Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse reported via phone call indicating that the customer was hospitalized after being found unresponsive with a blood glucose level of 1265 mg/dl. The customer was taken to the hospital and was unable to speak at the time. The insulin pump was found next to them but was not connected to the customer when they were discovered. The nurse stated that the insulin pump was dead and needed assistance. The nurse was assisted with troubleshooting and found a battery out limit and a no delivery alarm. The customer was assisted with clearing the alarms but no further information was provided in reference of the serial number of the insulin pump. The customer did not return the product back for analysis.